Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, b.6, g.2, h.6.

Event description:
Patient reported left side capsular contracture baker grade iii. The patient additionally reported the events of ¿recalled implants¿, ¿very real risk of breast implant-associated anaplastic large cell lymphoma (bia-alcl)¿, ¿there is a slightly prominent gently lobulated node without a visible central fatty hilum. This measures 8 mm on MRI and measured 10 mm on recent ultrasound, likely to be a reactive node¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported insufficient information. Patient later reported capsular contracture baker grade iii. The device remains implanted.